Event description:
The patient experienced inadequate therapy. No abnormality was noted from the catheter dye study or upon inspection of the catheter except for no csf drip when the catheter was cut at the anchor site. A catheter revision was done (B)(6) 2012; the spinal/intrathecal segment was replaced. The device system was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).